Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional testing, the device was not able to properly detect a downstream occlusion. The downstream reading was found to be low. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be the out of specification downstream reading. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion testing during preventative maintenance. The alarm was occurring outside the specified range of 13+/-6 (reading at 22 or 24 pounds per square inch). There was no patient involvement. No additional information is available.